Manufacturer narrative:
Medtronic received notification of a literature article entitled: "clinical outcomes of distal tapered restrictive covered stent applied in endovascular treatment of aortic dissection involving zone 0". Fengshi li, xiaoyu wu, xing zhang, jinbao qin, zhen zhao, kaichuang ye, minyi yin, xinwu lu, guang liu, xiaobing liu https://doi.org/10.1016/j.ejvs.2020.11.037. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant <(>&<)> non medtronic stent grafts were implanted in the patients for the endovascular treatment of aortic dissections. The following adverse events were observed: spinal cord ischemia with temporary paralysis, tia, heart failure. Patient death was also reported, however there is no causal link that the medtronic device may have caused or contributed to the death